Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/17/2024, it was reported that the patient was vomiting and feeling weak. The patient went to the ed and there he was admitted to the ICU and diagnosed with dka. At the hospital the patient was treated with IV fluids and IV insulin. Although there were no cgm nor bg values reported during the event that contributed to the hyperglycemia, the cgm was reported inaccurate. At an unspecified time of the event the cgm reading was 42 mg/dl and the bg reading was 101 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.